Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscus repair procedure the t2 did not deploy from the device. T1 was removed from the patient. A backup device was available to complete the procedure. No patient injury or complications were reported.